Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Device evaluated by MFR: at this time, vyaire has received the suspect device for evaluation. When the results of investigation become available, a follow-up report will be submitted.

Event description:
It was reported to vyaire that the revel ventilator was delivering and monitoring high tidal volumes while connected to a patient. The customer stated that the ventilator was delivering double of what was set. The patient was experiencing desaturation and was immediately removed from the ventilator and provided ventilation via other means. The customer confirmed that there was no patient harm associated with the reported event.